Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The scrub nurse screwed the restoration modular distal conical stem onto the distal stem inserter (B)(4), as per the instructions. The surgeon impacted the stem into the medullary canal impacting the distal stem inserter with a mallet as per instructions. When the surgeon tried to release the stem by rotating the locking knob anti clockwise the knob wouldn't budge. The distal stem could only be released into the canal by removing the white handle cover and exposing the mechanism beneath which responded to the use of a mole wrench (vise-grips) thus eventually releasing the distal stem. This caused a procedural delay of a few minutes.